Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The issue related to the cracked saw head and locking mechanism are due to a design issue and is currently covered under a CAPA. The root cause for the other issues found were due to component wear. It was found that the device had not been serviced after the manufacturing date.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device saw head locking mechanism was loose, the saw blade could not be mounted, the trigger was not moving smoothly and the motor was found to be worn. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades and check for sticky trigger. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.